Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 73-year-old male patient was admitted with acute mi, cardiogenic shock. He was initially implanted with an impella cp. He became oliguric and was noted to have cold extremities with decreased capillary refill. The team decided to escalate to an impella 5.5. Urine output increased post 5.5 implant. Vasopressors were able to be quickly weaned. The patient did develop some ventricular tachycardia and showed signs of hematuria. Pump position was checked via echo. His hemoglobin dropped requiring blood transfusion.

Manufacturer narrative:
D1. Brand name corrected. D4. Catalog, serial and primary UDI number corrected.

Manufacturer narrative:
Tachycardia/hematuria/anemia: the cause of the injury was not determined due to insufficient clinical details. Mechanical interaction with blood: no logs were returned. The cause of the miwb cannot be determined since no product or data logs were returned and insufficient clinical details were provided.